Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was pulled but the suture could not be verified. A cuff miss occurred. Another new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss could not be tested/confirmed as the suture trimmer, knot pusher, plunger, posterior needle tip, both cuffs, link and suture were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.